Manufacturer narrative:
(B)(4). The actual device was not available; however, a retained sample was evaluated. The retained sample was visually inspected and no defects were found associated with the reported condition. The device was then gravity tested and liquid flowed with no defects. The drip rate was evaluated and the flow was found to be within specification. The reported condition could not be verified through the retain sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drip rate regulator of an administration set did not function properly. The reporter stated that the drip rate would increase on its own. This was reported to have occurred either during priming or infusion of mitotax. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.